Manufacturer narrative:
Please note that the event aware date is unknown and that the event date is the complaint awareness date. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, inferior vena cava thrombosis, kidney damage, and additional dvt¿s. As directed and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment, including multiple surgeries. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. No additional information is available. The device was not returned for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. The inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Dvt occurs when a blood clot forms in a deep vein and is most common in the deep veins of your lower leg (calf), and can spread up to the veins in the thigh. Placement of a vena cava filter is not a cure for dvt nor does it prevent the formation of dvt. Factors that may have influenced the event include patient, pharmacological and lesion. There is no medical evidence of a causal relationship between the vena cava filter and the formation of new dvt and thrombosis. Without medical records available for review, it is not possible to draw a conclusion between the reported kidney damage and the implantation of the filter. Per the instructions for use (IFU), the placement of the filter is inra-renal. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this file.

Event description:
As reported through the legal department via a legal brief, the patient underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, inferior vena cava thrombosis, kidney damage, and additional dvt¿s. As directed and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment, including multiple surgeries. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. No additional information is available.

Manufacturer narrative:
Describe event or problem: additional information received per the medical records indicate that the patient has a history of chronic back pain, hypertension, femoral popliteal deep vein thrombosis (dvt), swollen legs and leg pain. During the index procedure and the day following the index procedure, thrombectomies were performed. Subsequently, the patient discontinued use of coumadin. Then the patient began to experience deep vein thrombosis in her right leg which resulted in pain and swelling of the leg. Eleven months after the index procedure, the inferior vena cava (ivc) was completely thrombosed through the ivc filter. Another thrombolysis was performed. According to the patient profile form (ppf), the filter was unable to be retrieved; however, it also states that no attempt was made to remove the filter. The patient has experienced fear, pain, swelling and weakness. The patients' ability to walk and engage in daily activities have also been impacted. (B)(4. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of femoral-popliteal deep vein thrombosis (dvt), chronic back pain, hypertension, swollen legs and leg pain. During the index procedure and the day following the index procedure, thrombectomies were performed. Subsequently, the patient discontinued use of coumadin. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, inferior vena cava thrombosis, kidney damage, and additional deep vein thrombosis. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment, including multiple surgeries. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. After the patient was taken off coumadin, she began to experience deep vein thrombosis in her right leg which resulted in pain and swelling of the leg. Eleven months after the index procedure, the inferior vena cava (ivc) was completely thrombosed through the ivc filter. Another thrombolysis was performed. Per the patient profile form (ppf), the filter was unable to be retrieved; however, it also states that no attempt was made to remove the filter. The patient has experienced fear, pain, swelling and weakness, and the patients' ability to walk and engage in daily activities have also been impacted. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Blood clots, deep vein thrombosis and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Kidney disorder, pain and swelling of the legs with difficulty walking and impaired activities of daily living do not represent device malfunctions and maybe related to underlying patient conditions. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.